Event description:
Vapotherm had water that was leaking out of circuit. As rt disassembled the circuit, water began squirting out of a crack in the plastic cartridge. It was totally replaced with a new circuit.